Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation the right ventricle lead exhibited noise. The patient would be monitored.